Event description:
Went to intubate for thick meconium. Intubated without problem. Attached meconium aspirate to hub of ett. Hub came apart from ett. Ett dislodged. Needed to look with laryngoscope and remove ett with kelly clamp.